Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, was treated with insulin pump and hypoglycemia was treated with glucose/carb intake and also reported insulin delivery suspended due to sensor glucose and blood glucose difference, and an unexpected suspend [low sensor glucose]. The customer reported blood glucose value of 93 mg/dl, and sensor glucose value below 50mg/dl. The event involved product(s) mmt-332a, mmt-244a, mmt-1884, mmt-7040ma. Troubleshooting was partially performed. Insulin delivery was suspended. The customer noticed that the difference between sensor glucose and blood glucose was not within range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No further patient complications were reported. No product return is required for mmt-332a, mmt-244a, mmt-1884, mmt-7040ma.